Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. On (B)(6) 2021, the patient underwent reintervention for treatment of a proximal type I endoleak caused by dilation of the proximal neck due to continued degeneration of the aorta (onset dates unknown). A gore® excluder® conformable aortic extender component was implanted proximally to extend coverage. It was reported that the last stent row of the extender got caught up on the trunk, causing it to deploy differently than expected. Angioplasty was performed with good results and resolved the endoleak. The patient tolerated the procedure.

Manufacturer narrative:
.